Event description:
The customer reported that when they insert batteries, their analyzer "heats up to the point of smoking". There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
The customer analyzer has been returned and the investigation is currently ongoing. Submitting this initial report with a follow-up report pending the completion of the investigation. It is known that improper insertion of batteries in any device may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.